Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell on the home choice (hc). The technical service representative (tsr) explained the air alarm and that the home patient (hp) needed to call the registered nurse (rn) about this. The hp cycled the hc and got the system error 2367. The hp did not have the second bag on tight to the supply line. When the power was cycled for the second time, then no display and it alarmed. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because there was a loose connection between line and supply bag, which is a use error that can cause system error 2240 alarms. The home patient did not have the second bag on tight to the supply line. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.